Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR. Report#3006705815-2017-01236, reference MFR. Report#1627487-2017-05284. It was reported the patient stopped breathing while the physician was closing the incision site at the end of the permanent scs procedure. As a result, the patient was flipped over and intubated to address the issue. Subsequently, the patient stabilized and the incision site was closed with staples. Follow-up identified stimulation is effective and the breathing issue resolved.